Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to, tilt and migration of the filter, filter embedment and anxiety. According to the information provided, the patient underwent placement of two trapease vena cava filters. The patient became aware of the events three years and eleven months post implantation. The following additional information received per the medical records state that the patient has a history of pulmonary hypertension and coronary artery disease. During the implant procedure, a trapease filter was deployed via the right femoral vein. There is currently no additional information available for review. The sterile lot number was only provided for one device. The products were not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Review of the DHR for the device with the lot number, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the reported filter tilt, embedded and migration could not be confirmed, and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. With the limited information provided and no implant or post implant imaging available for review it is not possible to establish a relationship between the reported events and the device(s). Anxiety does not represent a device malfunction and may be related to patient specific underlying issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to: tilt and migration of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient underwent placement of two trapease vena cava filters. The filters subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration of entire filter other than to heart, tilt, filter embedded other than in wall of the ivc, and mental anguish. The patient became aware of the events three years and eleven months post implantation. The following additional information received per the medical records state that the patient has a history of pulmonary hypertension and coronary artery disease. During the implant procedure, a trapease filter was deployed via the right femoral vein.

Manufacturer narrative:
Correction to (product code).